Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on posterior and radius, creases fold and white calcification outer device. Leak test and microscopic analysis was performed which identified: striated opening on posterior and radius and delamination partial on plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior and radius assessed as surgical damage consist in the use of some surgical tool. A delamination partial of the plug strap disk shell (cohesive failure).

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.